Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that, since the pump was implanted, the patient had been having ¿one problem after another with it¿ and wasn¿t impressed with the pump. However, it reportedly had a lot to do with the combination of medicine that the healthcare provider (hcp) used and the spinal fluid leak that occurred after the initial procedure. When the pump was first implanted, the patient was dizzy and would sleep for seventeen hours per day. It was stated that, due to the clonidine, the patient had a blood pressure issue where it would never get over 80/40. It was reported that the patient had trialed with a different medication than what was being used in the pump. For that 1.5 hour minute period, the patient had the least amount of pain that she had had in ten years. It was stated that the pump therapy had changed the patient¿s life for the worse and the patient was feeling worse than when she was taking oral medications. The reporter had indicated that there had been a ¿game plan¿ to wean the patient off of oral medications, but the hcp had not kept up on his part of the plan. The hcp was reportedly trying to sell nerve blocks to the patient by keeping her in enough pain. It was stated that the patient¿s previous nerve block had been ¿terrible¿ and had only aggravated the situation. The patient had sworn never to have another nerve block surgery, as the previous one hadn¿t healed. Later that day, it was reported that the patient was getting a little pain relief from the waist up, but was in more pain than she was prior to the pump being implanted. It was also stated that the pump stuck out like a ¿big hockey puck¿ and looked like a ¿giant growth¿ under her skin. The patient was frustrated that she could no longer wear a bikini. The reporter felt that the physician was trying to push the nerve blocks and was putting the wrong combination of medication in. About two months later, it was reported that the pump therapy had only provided 1/3 relief to the patient¿s pain since implant and the patient¿s blood pressure had been as low as 70/40. For three months, the patient could barely stand up and the doctor did not change her medication until she threatened to have the pump removed or shut off. The hcp wanted to do spinal block procedures that were not effective and would cost money and the reporter was suspecting that the hcp was not using the pump to its full potential for pain relief. At the patient¿s trial procedure, she experienced pain relief that she hadn¿t felt in twenty years and it was wonderful. It was also indicated that, after her pump implant, the patient had a spinal headache and the doctor treated it with a ¿spinal patch¿, though the patient still had headaches. The device system was used to deliver clonidine, morphine, and bupivacaine.